Event description:
Paramedics attempted to administer external pacing to a person diagnosed in cardiac arrest using another manufacturer's defibrillation electrodes. When pacing was attempted, the device allegedly displayed an "attach pads" warning message and use of the pacemaker was inhibited. The pt's outcome was not reported.